Event description:
It was subsequently reported that the ra lead continues to exhibit undersensing triggering device classified false termination of at/af event(s) at times. It was also noted that the rv lead exhibited oversensing, a possible capture issue, possible t-wave oversensing (twos), the r waves are small in magnitude, and the rv lead continues to exhibit undersensing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead appears to be undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times and resulting in inappropriate atrial pacing. It was noted that the left ventricular (lv) lead had a loss of capture and intermittent undersensing appears to be observed on the right ventricular (rv) lead. The ra lead, lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported several months later that there was ventricular loss of capture. In addition, the ra lead exhibited high thresholds and there were low amplitude p-wave measurements. It was also noted that the lv lead exhibited high thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a remote transmission was sent due to patient syncope. There was additional undersensing on the ra and rv leads. No additional information was obtained via follow-up with the clinic. No further patient complications have been reported as a result of this event.